Event description:
The customer reported to customer service on (B)(6) 2015 that she was experiencing pain, inflamed nipples and high suction with her symphony rental pump. She went to the doctor and was diagnosed with an unknown infection. She was prescribed a cream. Her baby also developed thrush.

Manufacturer narrative:
The customer was sent a replacement symphony kit and advised to return the rented symphony back to the rental facility. During follow up with a medela clinician on (B)(6) 2015, the customer stated that her baby was treated for oral thrush and it had been resolved. The customer was prescribed clotrimazole, an anti-fungal to apply to her nipples. Her issue has been resolved. The product involved in the complaint was not returned for evaluation/investigation at this time. Therefore, no conclusions can be made as to the cause of the event. Should additional information or the original product be received, resulting in new, changed, or corrected information, a follow up report will be filed at that time. It cannot be definitively concluded that the pump caused or contributed to the customer's infection.